Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The manufacture date is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported that a patient experienced skin irritation, discomfort and inflammation while wearing a freestyle libre pro sensor. The skin irritation and discomfort began on day 10 of sensor wear. On day 14 the sensor was removed and inflammation was noted at site where the sensor had been placed. Unspecified treatment for the inflammation was performed at a clinic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the initial 30 day report. The correct date is april 28, 2017.

Event description:
A physician reported that a patient experienced skin irritation, discomfort and inflammation while wearing a freestyle libre pro sensor. The skin irritation and discomfort began on day 10 of sensor wear. On day 14 the sensor was removed and inflammation was noted at site where the sensor had been placed. Unspecified treatment for the inflammation was performed at a clinic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs for all freestyle libre pro sensor kits within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. This also serves as a correction report. (Common device name) was incorrectly documented in the initial MDR 30 day report. (Single use device) and (labeled for single use) were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
A physician reported that a patient experienced skin irritation, discomfort and inflammation while wearing a freestyle libre pro sensor. The skin irritation and discomfort began on day 10 of sensor wear. On day 14 the sensor was removed and inflammation was noted at site where the sensor had been placed. Unspecified treatment for the inflammation was performed at a clinic. There was no report of death or permanent injury associated with this event.